Manufacturer narrative:
Evaluation of the returned 3maxc confirmed that the device was fractured on its proximal shaft. Further evaluation revealed yield marks near the fractured location. The yield marks indicate that the device was likely kinked prior to fracturing. If the 3maxc is forcefully mishandled at an extreme angle during flushing, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc), neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f (6f select), penumbra system red 72 reperfusion catheter (red72), and a non penumbra guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a neuron max with 6f select into the right vertebral origin. Next, the physician advanced a red72 containing the 3maxc and a guidewire to the basilar artery; however, both the red72 and 3maxc herniated back into the arch. It was reported that the physician decided to abort femoral access and moved to radial. Subsequently, the 3maxc was removed to be flushed; however, upon flushing the 3maxc on the back table, the hospital staff noticed the 3maxc had fractured in half. Therefore, the 3maxc was not used for the remainder of the procedure. The procedure was completed using a new 3maxc with the same neuron max, 6f select, red72 to achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.